Event description:
It was reported that "wake button is hard to put". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.